Event description:
It was reported that a prodisc-c implant was explanted on (B)(6) 2015. It was reported that the surgeon removed the prodisc-c because the surgeon believed that implant had subsided and was causing the patient some spinal stenosis when the patient was in extension. It was reported that it took the surgeon approximately 20 minutes to remove the prodisc-c implant, with no issues. The surgeon was able to re-instrument the patient with a peek spacer and cervical plate. There was no surgical delay reported during the revision surgery. The procedure was successfully completed. This report is for one unknown prodisc-c implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Date of alleged device problem and patient symptoms is unknown. Patient underwent planned revision surgery on (B)(6) 2015. This report is for one unknown prodisc-c implant. UDI# is unavailable because part number and other device-specific information are unknown. Implant date is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.